Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation, and no other additional information was received from the national joint registry. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Please note, that reports received from the national joint registry are not published reports and therefore web link is not available.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Event occurred after 3 or more hours of insertion. The isnertion site was the upper buttocks. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011341, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011341 was manufactured according to the work instruction (wi) version 29 and manufactured in the line inset 30 on 23/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.